Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). During use, three co-pilot devices were noted to be leaking. One co-pilot device allowed air into the system due to not springing closed properly and leaking out contrast. It was confirmed that the leaking of the devices did not result in any adverse patient effects. There were no adverse patient effects and no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.